Event description:
On (B)(6) 2012, the patient presented to the hospital with a distended belly. Imaging revealed the patient had an abdominal aortic aneurysm of 11 cm. The patient was implanted with four gore excluder aaa endoprostheses. A proximal type I endoleak persisted and the physician chose to do an open procedure. The endograft system was explanted and discarded at the facility. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that his lot met all pre-release specifications. Please note additional devices implanted: pxa320400/8600195, pxc231400/9855112 and pxc231000/10306040.